Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user's test strip had a poor fill.

Event description:
Customer complains of low results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 100mg/dl-140mg/dl fasting. Verified the strips expire 5/31/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 93mg/dl and 96mg/dl fasting. Reviewed meter memory: (B)(6). The customer is concerned with the result of 83mg/dl and 69mg/dl. The customer is not having any symptoms regarding the diabetes at this time. The customer has not had any changes in diet. Customer always takes the blood test fasting except for 130mg/dl on (B)(6) 2016. The customer noticed the results are lower over a month ago, customer has not change in diet.